Manufacturer narrative:
The ICD complained about was returned for analysis. During the initial interrogation, the clinical observation was confirmed, the device could no longer be interrogated. The memory content of the device could therefore not be read. In the next step, the ICD was opened, and the internal structure was examined. Damage to the final shock stages of the electronic module was detected. This damage to the final shock stages indicates a shock delivery into an external low-ohmic shock path. The damage to the module then led to a permanently increased current uptake and, subsequently, to a discharge of the battery. Due to the discharged battery, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation that leads to a low-ohm contact of the high-voltage conductors. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be connected to the complaint. All manufacturing steps had been carried out correctly. There were no indications of a device malfunction.

Event description:
Ous MDR - approximately 5 years after implant, this device could not be interrogated. At follow up about 6 months ago, the battery voltage was 2.92v. The rv lead was tested when this ICD was replaced and it tested normal. Should additional information be received, this file will be updated.